Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem, as reported to olympus, was found on prior to the start of a procedure. No delay in procedure occurred. No other devices were involved in the event and no other devices replaced during the procedure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit's power switch was confirmed damaged and the unit would only power on from the inside. Replacement of the power switch was required in order to resolve the problem.

Event description:
A user facility reported to olympus that the power switch was broken. There was no patient injury or harm, associated with the problem, reported to olympus.